Manufacturer narrative:
It was reported that subclavian crush was discovered on this lead. Lead was explanted on (B)(6) 2020. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise present on lead. Evident when patient is just sitting. All values were within range. Lead to be evaluated further. Lead remains implanted.